Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that both pitch cables were frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were not damaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. The scratches were not axially aligned with the tube axis. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable and/or the tube abrasions with material removed, could likely cause or contribute to an adverse event, if the malfunctions were to recur.

Event description:
It was reported that prior to starting a da vinci sacrocolpopexy procedure, a cable on the pk dissecting forceps instrument was about to break. The instrument was not used on a patient. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.